Event description:
It was reported a remote monitor transmission alert was received and was triggered due to right ventricular lead integrity and number of shocks delivered in an episode. It was further reported the patient had received therapy and there was possible oversensing/noise on the right ventricular lead. The transmission showed an agonal rhythm treated with ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapies and triggering the alert. The clinic was notified and after contacting the patient¿s family the patient was identified as being deceased. The cause of death was unknown. Additional information related to the cause and circumstances of the patient death were requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: t50521h porcine heart valve, implanted: (B)(6) 2002. (B)(4).